Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was like 4 days ago the patient felt like their ins battery was moving and they were having discomfort. Pt talked to their pain management doctor today who said to call the manufacturer. The patient was redirected to their healthcare provider to further address the issue. Agent provided patient with nas phone number and reviewed role of a manufacturer representative.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. When asked about circumstances that could have led to the battery moving and causing discomfort the patient writes "I can't explain, but as I lay down it felt like it moved. I also notice the charge doesn't last at all, after 2 days I have to charge over + over. But most important is the moving I feel.". Pt notes they had an x-ray performed that "couldn't really see the battery move" but their health care provider (hcp) also explained that if the charging was constant then it must be time to "change". Pt reports their hcp will change the battery and hopefully the [illegible] will get better. Pt reports surgery will be on (B)(6) 2025.

Event description:
Additional information received from the healthcare provider stated that the patient did not have surgery as the patient cancelled the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.